Event description:
A malfunction alarm was reported with no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer with the reset, and advised a software update before reconnecting the continuous glucose monitor and loading the cartridge. After following these steps, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arise.